Event description:
It was reported that the pt underwent a l2-s1 posterior lumbar interbody fusion/posterior spinal fusion, revision of previous fusion using rhbmp-2/acs plus posterior fixation. At an unk time post-op, the pt presented with significant output from drains, concern about a possible cerebrospinal fluid, swelling, erythema and tenderness to palpation at the surgical site. Nine days post-op, the pt underwent an exploratory surgery for potential infection and to decompress the swelling at the surgical site. Infection was ruled out with intraoperative cultures. The subcutaneous tissues were edematous and noted to be "seeping" when the retractors were placed. A epi/subfascial seroma was encountered and drained. No cerebrospinal fluid leak was found and the seroma did not re-form after the second surgery.

Manufacturer narrative:
(B) (4). Literature citation: garrett et al, "formation of painful seroma and edema after the use of recombinant human bone morphogenetic protein-2 in posterolateral lumbar spine fusions" in neurosurgery (2010; 66: 1044-1049). Neither the device nor applicable imaging films were returned to the MFR for evaluation. A review of the device history records is not possible without additional device info. Therefore, the cause of the event cannot be determined.